Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pain in the pacemaker pocket. The pacemaker was relocated to a sub-muscular location. The patient was in stable condition.